Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 200 ohms. Technical services (ts) advised the health care professional (hcp) to page the field representative for an in-person evaluation. This rv lead remains in service. No adverse patient effects were reported.